Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, it was discovered the right atrial lead exhibited high capture thresholds and noise that was oversensed by the device. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition. There were no patient consequences reported.